Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Investigation results: customer not returning. Nothing to return as file was discarded. Product not received at investigation site. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.

Event description:
In this event it is reported that a proglider rotary glide path files 25 mm file broke during use. Patient referred to endodontist for resolution. No injury.